Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer's blood glucose level was 50 mg/dl at the time of incident. Customer stated the other blood glucose value was 220 mg/dl. Customer treated with insulin pump. Customer stated the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and also they performed self test and test was passed. Customer was using auto mode. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.